Event description:
Pt reports that she was wearing avaira spheres and has ulcers in both eyes. This is being filed as unconfirmed corneal ulcer.

Manufacturer narrative:
This is being filed as an unconfirmed corneal ulcer. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.